Event description:
It was reported that 10 days after the implant the thresholds increased up to 7v at 0.4ms, sensing dropped from 10 to 2 mv and impedances dropped under 400 ohm. A lead insulation issue was suspected but no blood infiltration was seen. An xray confirmed no lead dislocation.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the inspection, the df4 connector pin was found to be kinked, which most likely occurred during the explantation procedure. No further deviations were noted that could have been considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical analysis were within technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.